Event description:
Patient presented to physician with abscess at the ipg incision site two months after implant surgery. Physician drained and packed the wound in the office. 5 days later, the surgeon performed surgery to remove the inspire system after finding signs of infection at the ipg and sense lead incision site. The surgery addressed the patient¿s infection.